Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d354drg, implantable cardioverter defibrillator, implanted: (B)(6) 2012; a 4054, competitor implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) lead. It was noted that it could be possible emi (electromagnetic interference) on the lead and device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).